Manufacturer narrative:
The device history record, rtr-0883-20001 ln 30177910, was reviewed. The pump was manufactured on october 28, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology is waiting for the pump to arrive to begin the investigation of it. Once the pump arrives and is fully investigated, an updated final report will be sent to the FDA.

Event description:
Intera oncology received a report from a physician that scheduled on (B)(6) 2025, an explantation of an intera 3000 hepatic artery infusion pump due to the pump flowing fast. The pump was originally implanted on (B)(6) 2025. The residuals provided were the following with flow rate respectively: (B)(6) 2025: 17 ml (2.6 ml/day), (B)(6) 2025: 5 ml (1.79 ml/day), (B)(6) 2025: 1.5 ml (1.78 ml/day), (B)(6) 2025: 17 ml (1.86 ml/day). The nurse stated the hap scan result was normal. She did not know if this included a CT scan to rule out any complications. Per her report, the patient denied having fevers. In addition, the patient denied using a sauna, hot baths, being out in the sun, using heating pads, or hyperbaric oxygen chambers. According to the clinic, the patient does not live above sea level and has not been traveling. Given no causes for the high flowing pump, the pump was explanted on (B)(6) 2025, and the physician implanted a new pump on the same day. During communication with the clinic, it was confirmed that the patient did not experience an adverse reaction.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device was evaluated and all pump functional tests passed. The pump functions normally.

Event description:
Intera oncology received a report from a physician that scheduled on (B)(6) 2025, an explantation of an intera 3000 hepatic artery infusion pump due to the pump flowing fast. The pump was originally implanted on (B)(6) 2025. The residuals provided were the following with flow rate respectively: on (B)(6) 2025: 17 ml (2.6 ml/day), on (B)(6) 2025: 5 ml (1.79 ml/day), on (B)(6) 2025: 1.5 ml (1.78 ml/day), on (B)(6) 2025: 17 ml (1.86 ml/day). The nurse stated the hap scan result was normal. She did not know if this included a CT scan to rule out any complications. Per her report, the patient denied having fevers. In addition, the patient denied using a sauna, hot baths, being out in the sun, using heating pads, or hyperbaric oxygen chambers. According to the clinic, the patient does not live above sea level and has not been traveling. Given no causes for the high flowing pump, the pump was explanted on (B)(6) 2025, and the physician implanted a new pump on the same day. During communication with the clinic, it was confirmed that the patient did not experience an adverse reaction.